Event description:
Event description guidant received information that this patient arrived for their first follow-up visit after implant. Patient had a sinus rhythm of approximately 60 bpm. There were no pacing spikes noted on the rhythm strip/monitor. Medical personnel could not elicit a magnet response with application of a magnet over the pulse generator. Interrogation was also unsuccessful with two different programmers. The patient reported some vertigo while at home and has fallen several times as a result of this vertigo. This pacemaker is a part of the low-voltage capacitor advisory population initially communicated to physicians on july 23, 2006. The pacemaker was replaced and will be returned for analysis.